Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized due high blood glucose levels and diabetic ketoacidosis. Patient's blood glucose at the time of issue was 400 mg/dl. Patient had moderate to high ketones. Patient was treated via intravenous insulin drip. Patient was hospitalized for 2 days. No further information available.